Event description:
It was reported, the xenon light source had a b30 error code (scope communication error) during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Although the device was not returned to olympus, the event likely occurred due to a poor connection between maj1933 and maj-1941. Olympus will continue to monitor field performance for this device.